Event description:
Patient (pt) called back and reported they have been waiting a week for someone to call them back. On (B)(6) patient rep called back and stated they still have not heard from anyone and it's been well over a week since their last request. Caller repeated that the patient is not getting any therapeutic relief becausethey cannot get the stimulation to go up past 7.2. Caller added that the patient had an MRI yesterday to see where the leads are sitting in their back. Caller stated they really need a rep to reset the implant so they can get some relief, otherwise this is just a useless piece of material sitting around their house. Agent reviewed information with caller. Agent provided caller with number for nas and reviewed having a healthcare provider call on their behalf to request a rep. Caller noted their hcp facility information. Agent also sent follow up email to the field for visibility. On 2023-sep-22 patient rep called back and repeated information from this case noting they never received a call from a field rep. Agent reviewed role of rep and provided them with the nas number for their hcp office. Pt rep noted they had been calling the nas number instead of providing the number to their hcp office. Agent re-directed pt rep to the hcp so they can provide the nas number to them and agent clarified the nas number wasn't for them to call.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins wasn't working and hadn't been working for a couple months now. Caller said that the pt needs a MRI, however they needed to be able to place the device in MRI mode. Caller said that it seemed like according to all of the doctors the pt had seen, the leads had probably migrated or shrunk and were not in the right position. Caller said that when trying to increase the stimulation, nothing would happen. Caller said that the ins was not charging or responding in any way. Caller said that they've had the controller on the charger for over two hours now, but when they attached the recharger to the controller and placed the recharger paddle over the ins, the controller would display no device found. Agent reviewed screen meaning with the caller. Agent had the caller initiate an ins recharging session, however no device found appeared again. Agent reviewed passive recharge mode (prm) with the caller and had the caller tap recharge on the no device found screen to enter prm. The numbers on the trying to recharge screen were initially 100 100 100, however then the numbers stayed steady at 64 100 100. Caller then saw the batteries screen with the controller at 100% and the ins at 30% with recharging excellent indicated. Agent had the caller stop recharging the ins in order to guide the caller through accessing MRI mode. Caller noted seeing a message saying that stimulation is off. Agent reviewed message meaning with the caller. Agent walked the caller through entering and exiting MRI mode successfully. Caller turned the therapy on and saw that group b was active. Caller asked how to increase the stimulation intensity; agent reviewed requested information with the caller. When trying to increase the stimulation intensity however, settings not available appeared. Agent reviewed screen meaning with the caller. Caller said that groups a and b were available. Caller switched to group a and tried to increase the stimulation, however they couldn't go higher than 0.4 since settings not available would appear. Caller switched back to group b and said that the intensity was at 7.8, however they couldn't go any higher due to settings not available appearing. Agent advised the pt that a message would be sent out to the local reps requesting contact. Agent had the caller start recharging the ins again; caller saw recharging excellent.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.